Manufacturer narrative:
Concomitant products - updated. Expiration and manufacturing dates - updated. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device remains implanted; therefore, physical as well as a functional evaluation could not be performed. Additional information received, indicated that the device was confirmed to be in good condition after unpacking and preparation. Also, the event indicated that the balloon was found to be torn following removal after encountering resistance during insertion. Therefore, based on the information available, an assignable cause of handling was assigned to this event.

Event description:
It was reported that when the balloon was advanced into the sheath, resistance was experienced. The balloon was retrieved and the tip of the balloon was found torn. There was no clinical consequence to the patient due to this event.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that when the balloon was advanced into the sheath, resistance was experienced. The balloon was retrieved and the tip of the balloon was found torn. There was no clinical consequence to the patient due to this event.